Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. E3: reporter is a j&j employee. Investigation summary: the photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device from attachment. Visual analysis of the photo revealed that only the label of the confidence spinal cmt sys, 11c is visible. As the reported event is related to a component of the mixer is missing and the device is not shown, it is not possible to confirm the complaint condition. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed for the confidence spinal cmt sys, 11c. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device. Product code: 283910000. Lot number: 356451. Manufacturing site: (B)(4). The product was released on: (B)(6) 2022. Qty: (B)(4). Cement number: product code : 183901001 / batch number : 3896550. It was electronically reviewed and no non-conformities / manufacturing irregularities were identified during the manufacturing process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in colombia as follows: it was reported that on (B)(6) 2023 they started with the vertebroplasty by taking the pedicle and therefore the kit confident plus had already been transferred to the table and likewise the remission of viper3 and viper prime were also found to have already opened all the implants in a sterile presentation. They had taken them out of the cellars and had them inside the room. I start the cement mixture in the reservoir and the surgeon noticed that it does not cover well and making the corresponding turns shows that it is not done correctly. The mixer lid is removed and it shows that the cement was not mixed well and that the lid is missing to transfer from the mixer to the reservoir. Another kit was opened and leave the damaged reservoir with the cement aside; the next cement is prepared without any complications and percutaneous fixation is continued without any incidents. The procedure is completed without complications. This report is for one (1) confidence spinal cement system confidence plus kit spinal cement system 11cc. This is report 1 of 1 for complaint (B)(4).